Manufacturer narrative:
Investigation into this event was unable to determine the root cause of this event. Expected results were obtained approximately two months later when the proficiency sample was re-analyzed using the same reagent lot. Analysis of the instrument datalogger files and quality control results could not find any evidence to suggest that an analyzer or reagent error had occurred. There was no allegation of harm as a result of this event. The root cause of this event is unknown.

Event description:
A customer observed a non reproducible false positive result on a proficiency fluid sample using vitros ahav total reagent on a vitros eci analyzer. There was no report of patient harm as a result of this event. False positive results may lead to inappropriate physician action if they occur undetected on a patient sample. This report corresponds to ortho clinical diagnostics, inc.